Manufacturer narrative:
Additional information is being requested of a local representative for the implant date of this product. This report will be updated once this information is obtained.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited air entrapment one day post implant resulting in four inappropriate shocks. Rhythmcare recommended deactivating therapy and letting the air dissipate. This device remains in service. No additional adverse patient effects were reported.